Event description:
It was reported that the patient presented for an upgrade procedure. Upon interrogation prior to the case, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was stable.